Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet alerted an urgent low glucose while the user was napping, with the lowest glucose reported as below 54 mg/dl and the duration of out-of-range less than one hour; the user treated with oral carbohydrate including juice and bread, and glucose subsequently rose to 141 mg/dl. Symptoms included none reported, and the user remained coherent and alert throughout; the user is legally blind and routinely receives assistance from a spouse for visual limitations, but there was no incapacitation during the event. It was also reported the pt was in the hospital the prior week with a 75% blockage in their heart requiring a stent. The pt also experienced an episode of low bg during their hospitalization. Outcomes included successful correction of hypoglycemia without the need for outside assistance or medical intervention. Investigation included review of user-reported event details and therapy response. Investigation of this case revealed that the device provided a low glucose alert and therapy was appropriately corrected with oral carbohydrate, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.